Event description:
It was reported that the gastrointestinal videoscope had error code e216 (scope communication error) during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h6- health effect - impact code. The device was returned to olympus for inspection, and the reported failure error code e216 (scope communication error) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image not displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of error code e216 (scope communication error) could not be established. However, image not being displayed was caused by a corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited error code. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.